Event description:
It was reported that during an unspecified treatment procedure, the physician noted a strong friction while advancing a 3.0x12 mm taxus liberte drug eluting stent through the first curve of a judkins left 4 guiding catheter. It was reported that the stent could not be advanced into the left coronary artery and subsequently had to be withdrawn. Inspection of the guidewire (balance middleweight from guidant) and the guiding catheter reportedly showed no visible evidence of damage. The procedure was successfully and safely performed using another stent. The pt's condition was reported as "good." No pt complications reported.

Manufacturer narrative:
Product analysis could not verify a tracking difficulty as stated in the complaint. The delivery device with the stent on the balloon was rec'd and a hypotube fracture was observed. Microscopic examination revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records for top assembly batch 8074327 have been reviewed, and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the difficulties experienced during the procedure could not be determined.